Event description:
Pt underwent surgical removal of bilateral implants due to flexion contractures. Pt also desired increased size. Surgeon reported that reason for procedure was a need to correct deformities and to remove a deflated implant. The implant had ridden higher, sitting underneath the clavicles; there was a total mismatch of implant and breast tissue. Double lumen implants were observed by surgeon to have outer compartments on either side deflated. Pathologist exam reported that right outer shell was torn and inner layer intact. Left implant showed no evidence of leakage. Embossed word, silastic noted on explanted implant.